Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 395 mg/dl after consuming crackers, orange juice, and a breakfast drink without announcing the meal to the ilet system, confirmed by fingerstick; education was provided on missed meal announcements and carbohydrate impact. Symptoms included dizziness. Outcomes included user and caregiver understanding following troubleshooting and education, with no hospitalization. Investigation included case assessment through user communication and product-use review. Investigation of this case revealed user error related to a missed meal announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error due to failure to announce carbohydrate intake.